Event description:
The user facility reported to baxter a pump in which the upstream occlusion failed to activate during their initial inspection. There was no patient involvement nor medical intervention associated with this event. Baxter did try to obtain additional information, however, none was available.

Manufacturer narrative:
(B) (4). The device was returned to baxter initially for alleged erratic performance with the mpu board, which was confirmed due to bent pin on lcd module causing intermittent connection between mpu pcb and lcd module. Additional information received from the customer reported failure to alarm upstream occlusion, thus making this a reportable malfunction for this device. However, the pump was returned to the customer without being evaluated for the additional reported condition of failure to alarm for upstream occlusion. Baxter did, however, perform a device history review and service history review which revealed no abnormalities.